Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited oversensing and noisy signals on the non-boston scientific right atrial (ra) channel. Upon review, technical services (ts) stated that there were inappropriate atrial tachy response (atr) episodes observed since 2023. Review of the most recent atr event revealed ffrw sensing and true atrial beats falling within the post-ventricular atrial refractory period (pvarp) resulting in inappropriate atr events. Ts provided troubleshooting steps and recommended to consider x-ray of device and lead system. This device remains in service. No adverse patient effects were reported.